Event description:
It was reported that the pt received a inverse/reverse screw system, 4.5-33 on (B)(6) 2012. The pt underwent a revision surgery on (B)(6) 2012 because, the glenosphere had loosened and was no longer on the baseplate. The baseplate itself was loose and had to be replaced as well. It was noted by the surgeon that additional bone and tissue needed to be removed in order to securely fix the new glenosphere to the new baseplate.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).